Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that post implantation, the patient experienced mesh perforation into the bladder with dyspareunia and increase in urinary incontinence and infections.(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2010 the patient underwent additional surgery for a sling and a cystocele repair.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2000 in order to treat symptomatic pelvic relaxation and stress urinary incontinence. It was reported that the patient underwent an operation on (B)(6) 2010 for obtryx sling placement and stage 3 cystocele. It was reported that the patient underwent surgery to implant align urethral support system-retropubic and the intepro polypropylene on (B)(6) 2011 due to grade 2 cystocele and grade 2 enterocele. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, and recurrence.

Event description:
It was reported that following insertion the patient experienced infection, urinary problems, and recurrence.

Event description:
It was reported that the patient underwent a gynecological procedure on 08/07/2000 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2000 concurrently with a laparoscopy. It was reported that the patient underwent obtryx sling placement on (B)(6) 2010. No additional information was provided.